Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 54 was present in the history download due to software error (esf3010978). Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay and scratched case. Corroded force sensor assembly and moisture damage on motor assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hal software error detected error. Customer stated that they clear the alarm and rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.